Manufacturer narrative:
Date sent to the FDA: 07/31/2020, additional h3 summary: it was reported breakage needle. A failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the procedure completed successfully? Yes. Was there any adverse consequence associated with the patient? No. How the broken needle was retrieved? Please refer to complaint description. Event date? Please refer to complaint information. Please provide both lots or confirm the devices had the same lot? Same lot. What is the patient's current status? Unknown. Procedure? Please refer to complaint description. A manufacturing record evaluation was performed for the finished device lot pmu466, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the needle broke after piercing the myometrium of uterus under endoscope. A little force was used to make the radian smaller so that it would be easier to put the needle into trocar before sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.